Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented through remote merlin.net transmission, intermittent undersensing was observed. The recommended programming changes were made. No further information available at this time.